Manufacturer narrative:
User reported medwatch report number mw5061232 FDA component number: (B)(4).

Event description:
An evercross balloon was being used to treat a patient. It is reported that during inflation the balloon burst and when removed it was noted that the end of the balloon (distal tapped <(>&<)> marker) appeared to be stuck in the viabahn stent within the av fistula. The marker was left in the ventricle. Patient was discharged and it reported to be asymptomatic after monitoring. No further clinical sequelae reported for this event.